Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. A visual inspection was performed and no defects were found. A review of the shared data log observed sensor noise, confirming the customer complaint. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the continuous glucose monitor (cgm) displayed the error reading symbol for over an hour. Additional event or patient information is not available. Data was provided for evaluation. Data found that the error reading symbol was displayed. Additionally, a transmitter failure error was found. The reported issue was confirmed. A root cause could not be determined. This complaint was deemed reportable due to the transmitter failure error discovered on (B)(6) 2016.